Event description:
Customer states front right wheel is bent. Customer states they were being pushed at the time. Customer doesn¿t know if the item got caught up on something or how it may have happened. Customer states they have had it for about 5 months.